Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2mh05 implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that stimulator was removed on (B)(6) 2024 because it is causing them pain. Additional information was received on 2024-aug-13, the patient was calling in response to follow up letter they received asking if the explanted devices would be returned to manufacturer. Patient did not know. Patient also noted they had not yet received their new ID card. Transferred patient to prs.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they got a new implant on friday, (B)(6) 2024. The patient stated both the ins and lead were replaced on friday with this new implant. The patient reported they got a new lead and implant because they took a bad fall about 2¿3 weeks ago and it "disconnected it.". When the agent asked for the event date, the patient stated they didn't know the exact date but stated it "was about 3 or 4 weeks before" and said they called and went to see dr. (B)(6) the day after it happened (because it happened at night), and the pa said it had "a weak signal," so they sent the patient for an x-ray. The patient stated the x-ray came back that the leads were not connected. The patient stated they had a cystoscope, so they go every 3 months (the agent unable to make out what the patient said at this point in the call), and their healthcare provider told the patient not to worry about it and to turn it off altogether and put it away. The patient stated they were told to do their cystoscope on the 19th and get their implanted system replaced at that time, and the patient stated that's what they did.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va2mh05); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.